Manufacturer narrative:
Manufacturer's investigation conclusion: the reported intermittent noise could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a direct correlation to the device could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, catalog number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the noise was not identified. The patient was reportedly fine and would continue to be observed.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited the hospital for a regular consultation and during the visit, the ventricular assist device (vad) coordinator heard a noise from the pump during auscultation that was different compared to the last visit. The sound was an intermittent sound that sounded like rubbing with sandpaper. The vad coordinator requested log file review to look at the rotor noise, and on review of the files, the data looked fine. The patient had no physical complaints. It was noted they were not able to record the sound.